Event description:
Additional information received reported that the patient still had concerns regarding their device or therapy but was working with their health care provider (hcp) or manufacturer representative. The patient was still working on it.

Event description:
It was reported that the patient was scared of the entire system implant and the remote device, but that was not the problem. The patient only used the patient programmer to increase stimulation so they could feel stimulation. Since implant the patient had pain on the bottom of their right hip and they were not sure what was causing the pain, like bone on the hip. The patient could feel the stimulation on the right side in the bicycle seat area. The manufacturer representative told the patient that they should feel stimulation, but it should not be painful. The therapy had helped the patient¿s symptoms. The patient did not have falls or trauma since implant, but prior to implant the patient fell a lot. Since the weather got a lot colder, the pain was a lot stronger. The patient had a heat therapy procedure done on their face and they took the patient book to their health care provider (hcp) and the hcp would not do any more therapy without written consent. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0nbf7, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).